Event description:
It was reported the health care provider (hcp) thought the patient had blockage in his pump as she was unable to fill the reservoir. The hcp was told to try to inject saline under ¿quite a bit of pressure¿ to see if she could undo the blockage. The hcp ¿tried a lot of pressure¿ and could not get anything to move ¿through there¿. The hcp had aspirated everything out of the reservoir first and was now unable to inject anything else in it. The hcp put the patient on oral baclofen. The hcp had tried holding back negative pressure for a few minutes with a smaller syringe multiple times, had tried injecting several times and had tried multiple refill kits. It was stated, ¿this poor kid¿s got now a huge welt¿ over his pump site because it had been poked multiple times. The hcp planned to get an x-ray and then ¿go from there¿. The device system was used to deliver lioresal. It was later reported the issue occurred during a routine refill. The hcp had interrogated the pump and it looked like everything was ¿doing fine¿. It was reported the patient had a lot of bruising around the pump, ¿a little bit¿ of swelling over the pump and ¿some¿ abdominal distention. The patient¿s family had reportedly noticed the bruising around the pump for ¿a week or so¿. The hcp was ¿finally able to find the port. It wasn¿t in the typical position for him, met a little bit of resistance¿. There was reportedly ¿so much pressure¿ the needle came out when the hcp was withdrawing the medication. When the hcp then replaced the needle and tried to refill the device the hcp met a significant amount of resistance. As a result, the hcp did not feel comfortable putting any medication into the port because ¿something¿s just not feeling right¿ and the patient¿s pump remained empty. It was confirmed when the hcp had aspirated with a 10cc syringe she met some resistance then as well but had more resistance when attempting to refill. The expected volume was 6.2 and the hcp removed 6.0ml. It was noted the area did not look infected. The hcp was now questioning how to know if she was even in the port, ¿I mean I can feel, it feels like I¿m going through but I¿m getting so much resistance I can¿t tell where I am¿. The hcp confirmed she felt the silicone and metal and felt like she was going through the port. The hcp possibly planned to try to inject normal saline to see if she could overcome the resistance and if that didn¿t work would put the patient on oral medications and send him elsewhere to get the pump interrogated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).